Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing and shock impedances on the right ventricular (rv) channel. The rv channel also showed fluctuating sensing amplitudes, noise oversensing that led to inappropriate anti-tachycardia pacing (atp) delivery, and high thresholds that led to loss of capture. An rv lead fracture was suspected but only a small kink was observed via x-ray. The left ventricular (lv) channel also showed increased pacing thresholds with loss of capture, low sensing amplitudes, and high out of range pacing impedances. The right atrial (ra) channel showed noise and some farfield oversensing. A request was made to have boston scientific technical services (ts) review data from the system. Ts provided troubleshooting and reprogramming recommendations. A revision procedure was performed and all three leads were tested via pacing system analyzer (psa). The psa revealed high out of range pacing impedances on the rv lead but the ra and lv leads remained within range. The rv lead was surgically abandoned and replaced. The crt-d system was reprogrammed. The crt-d, ra lead and lv lead remain in service. No additional adverse patient effects were reported.